Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak at the differential sample waste line. The fse proceeded to replace the differential sample line at pinch valve vl52 and waste line to resolve the leak. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The customer indicated that 50 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.